Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician. The technician reportedly inspected the machine and confirmed that no failures were detected. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility nurse reported a fresenius 2008k2 hemodialysis machine that had a higher ultrafiltration removal than the programmed amount during a patient treatment. It was confirmed the patient continued treatment on the same machine with no reported blood loss. A fresenius mexico technician inspected the machine, and advised that no failure was detected. The technician confirmed that the uf pump calibration was checked, and no failure was detected. The technician advised there could have been an error at the time the patient was weighed. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a fresenius 2008k2 hemodialysis machine that had a higher ultrafiltration removal than the programmed amount during a patient treatment. It was confirmed the patient continued treatment on the same machine with no reported blood loss. A fresenius (B)(4) technician expected the machine, and advised that no failure was detected. The technician confirmed that the uf pump calibration was checked, and no failure was detected. The technician advised there could have been an error at the time the patient was weighed. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.